Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 375 mg/dl at the time of incident. Customer¿s blood glucose is 389 mg/dl.. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump alarmed no delivery. The customer stated that the insulin exited with the manual prime. The drive support cap was appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump and reservoir will not be returned for analysis.